Event description:
Customer stated "I had these crutches three weeks, and the metal broke through the bottom causing me to fall down my stairs".

Manufacturer narrative:
It was reported that "I had these crutches three weeks, and the metal broke through the bottom causing me to fall down my stairs". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.